Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pull ing/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician experienced placement difficulty with the right atrial (ra) lead. The ra lead required direct traction to get it loose once the helix had been withdrawn after it had been deployed in the atrium. The ra lead helix became deformed. The ra lead was not used, and a different ra lead was successfully implanted. No patient complications have been reported as a result of this event.